Event description:
It was reported that during the procedure the device sounded like it turned on when not in use and a resident touched the scalpel and it burned her. No medical treatment was needed and no injury was reported.

Manufacturer narrative:
The device was evaluated by ascent and a visual examination did not reveal any anomalies in the button or membrane switch assembly. The device was function tested and passed all testing.ascent was not able to replicate the reported issue of the device activating on its own or overheating. However, based on the documented evidence, the most likely cause for the reported issue was determined to be a result of the resident touching the blade when it was activated. Ascent's instructions for use state:"the use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. In appropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments.""while not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs.""during prolonged activation, the blade, the clamp arm, and the distal end of the shaft may become hot. At all times avoid unintended contact with the tissue, drapes, surgical gowns, or other unintended sites.""when the instrument blade is activated the blade tip is active and will cut and coagulate tissue. Care must be taken to avoid unintentional contact between the blade surfaces and surrounding tissues."a review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release.due to the infrequency of this type of event, no trend analysis is available.